Event description:
Customer called stating that the meter's display is missing segments. Customer asked to return meter for further evaluation and a replacement was provided.

Manufacturer narrative:
Upon receipt of meter performance testing was conducted which determined that the meter did have missing segments in the display. The complaint was confirmed. This complaint is considered closed for MDR purposes.